Event description:
It was reported by the pt's parents that their son has not been able to speak or hear well for 3 months. They supposed that the speech processor had a problem but the situation did not change after the sp was checked. Testing was performed which confirmed that the device has malfunctioned as 2 channels have short circuited and 5 channels have high impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.